Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture and low sensing threshold were noted on the right ventricular (rv) lead. Then during the lead revision procedure, it was noted that the rv lead has perforated the heart of the patient. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.